Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rose to an estimate 600 mg/dl while wearing the pod 4 and 24 hours. Symptoms included, severe vomiting with throat burning, extreme thirst, frequent urination, and lethargy. As treatment, patient administered an injection and replaced the pod. Patient stated that canula appeared flattened and bent.

Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone15.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.